Event description:
Information was received stating the office spoke to the mother and told her that they vns is functioning as expected and that they do not think there was anything wrong. No additional relevant information was received, nor has been received to date.

Event description:
FDA medwatch report was received with report from the patient's mother stating that the patient has been diagnosed with tachycardia. It was stated that the patient never had tachycardia until the vns was implanted. No additional relevant information has been received to date.

Event description:
It was reported by a patient's mother that the patient is concerned the vns is no longer working since the patient is no longer feeling stimulation and the patient has had an increase in focal seizures. The patient was seen by their physician and reported the device was working and had normal battery remaining. It was stated the physician increased the patient's settings but did not want to increase them any further. No additional relevant information has been received to date.